Event description:
Reporter states that the user when going down the ramp, he drove the chair up on the lip of the ramp and it pitched him forward out of the chair. The user was hospitalized for unknown injuries.

Manufacturer narrative:
This chair or any other related parts have not been returned back to the manufacturer for an evaluation.